Event description:
User reports one patient sample with discrepant free t4 results. Initial result gave 24.4; repeat on same analyzer gave 25.2. Repeat on another analyzer gave 19.8. (No units of measure provided.) No information provided to determine if patient was adversely affected. If additional information is received, appropriate notification will be provided.